Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "sensor ended" message after 12 days of sensor wear and being unable to manage her glucose. Customer experienced a loss of consciousnesses and had contact with paramedics who obtained a reading of 1.9 mmol/l on their device, and treated her with two glucagon injections. Customer was not transported to a medical facility and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information - (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was observed to be properly seated in the mount. Removed sensor plug assembly and performed a visual inspection, no issues were observed. The sensor was reprogrammed and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "sensor ended" message after 12 days of sensor wear and being unable to manage her glucose. Customer experienced a loss of consciousnesses and had contact with paramedics who obtained a reading of 1.9 mmol/l on their device, and treated her with two glucagon injections. Customer was not transported to a medical facility and no further treatment was reported. There was no report of death or permanent injury associated with this event.